Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. The device history record for lot 30290837 was reviewed and the product was produced according to product specifications. All information reasonably known as of 17 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿our phds find that the mic peg set is much harder to pull out for switching to a mic-key button. They have to pull very hard and now again you have to do a gastroscopy examination to pull out the mic peg as it is so stiff and hard. The negative is that the patient has to do a new gastroscopy where we give the patient sedative medication to cut the peg and remove the plate with the gastroscope, which was not planned from the beginning."